Event description:
Laser fiber was plugged in and as soon as or staff started using it, it made a noise. The noise sounded like the laser fiber was cracked. A new fiber was obtained and no noise was made after the new fiber was plugged in.